Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation in the repair center: water tightness defect and pixel defects. A root cause could not be identified. Based on the results of the investigation, it is likely that watertight defect occurred due to flooding from the cable stress boot disconnection on the head side, and results did not lead to the identification of the cause of the occurrence of pixel defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water-tightness and pixel defects. There was no patient involvement.